Manufacturer narrative:
This report is submitted on may 03, 2024.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.